Event description:
Event description guidant received information from the patient that she has been dizzy the last few days. She went in to see the doctor and they put her on monthly transtelephonic monitoring. This device is on an advisory.